Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a bilateral neck irregular aneurysm in the posterior communicating segment. The patient had moderate vessel tortuosity of the internal carotid vessel. The left side was treated first and the right side was treated after. The stent was successfully deployed on the left side. The guidewire took marksman to m2. There was flushing hydration of the stent and began to deliver. After reaching the predetermined position, there was adjusted system tension. They started to withdraw the marksman and exposed the tip of the stent development guidewire. After the tip of the stent was opened, they pulled back the integral rivet and it was found there was resistance to the pullback. The surgeon tried to pull gently, adjusted the tension, and continuously released the tension. They wanted to pull back open the stent however the attempt failed and the stent was stuck in the marksman. The stent and marksman were withdrawn in vitro, the proximal and distal of the catheter were found to be structurally disrupted and the stent was stuck in the catheter. The devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no symptoms or complications associated with the event. The patient wasundergoing surgery for treatment of a amorphous, unruptured aneurysm in the right posterior communicating segment ane urysm with a max diameter of 10mm and a 6mm neck diameter. It was noted the patient's blood flow was high and vessel tortuosity was moderate. Ancillary devices include: puncture sheath, 8f guiding + 5f navien guide catheter, marksman microcatheter, and synchro 14.

Manufacturer narrative:
The pipeline flex embolization device was returned within the marksman catheter. The pipeline flex pusher was found bent at ~17.0cm from the proximal end. The pipeline flex pusher was found extending out from within the marksman catheter hub for ~38.5cm. The marksman catheter body was found accordioned from ~5.0cm to ~11.0cm, at ~15.2cm, at ~22.5cm, at ~24.5cm, and from ~41.8cm to ~38.5cm from the proximal end of the hub. In addition, the marksman catheter body was found accordioned from ~31.3cm to ~26.0cm and from ~10.8cm to ~9.2cm from the distal tip. The pipeline flex pusher was found extending out from within the marksman catheter distal tip. The marksman catheter distal tip was found in good condition. The pipeline flex pusher was found intact. The pusher sleeves were found damaged. The pusher resheathing pad and tip coil were found in good condition. The pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends could not be identified. Both ends of the braid was found damaged. The marksman catheter total length was measured to be ~156.5cm and the useable length was measured to be ~148.9cm which is within specification (specification: 150cm ± 3cm) based on the device analysis and reported information, the customer¿s ¿resistance¿, ¿pipeline damaged¿, and ¿catheter damage¿ reports were confirmed. Damage to the pipeline flex braid and the marksman catheter (accordioning) can occur if the devices are advanced/retrieved against resistance. Resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. It is likely the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.